Manufacturer narrative:
(B)(4). Please note this MDR was initially submitted on 5 march 2014. However, due to an internal processing error on FDA's gateway website no acknowledgement receipts were received. The esg help desk has advised to resend this report as a new submission. Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was connected to a water bag to test for leak. Results: upon connecting the returned mr290v chamber to a water bag, a drop of water began to build at the connection between the water feedset tube and the bag spike. A sufficient amount of glue was found at the water bag spike and feedset tube connection. However the glue was only partially bonding. A lot check revealed one other complaint of this nature for lot number 121213. Conclusion: we are unable to determine the cause of the problem reported by the customer. The observed leak between the spike and feedset tube connection was due to the failure of the glue bond. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the reported leak developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of the mr290 autofeed humidification chamber was damaged during set-up and prior to patient use.